Manufacturer narrative:
The device has not been returned to (B)(4) for evaluation and testing. Therefore, (B)(4) has not been able to confirm the complaint.

Event description:
The initial reporter stated that the pump did not stop pumping when food ran out. There was no indication of adverse effects. (B)(4).